Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance and increased capture thresholds in both configurations.

Manufacturer narrative:
No medwatch form was received.